Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Delivery issue: the root cause of the deliver issue was determined to be patient condition as the patient had a difficult anatomy along with stenosis preventing successful delivery of impella. Device history review: the device passed all the post sterile inspection checks.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During placement of impella 5.5, the doctor had a difficult time advancing the wire and catheter due to anatomy. A 035 rosen j wire and catheter were eventually able to be advanced to the left ventricle. However, the doctor elected to attempt initial placement over this wire after having such difficulty earlier. The impella 5.5 was placed through the graft but would not advance beyond the subclavian artery so the impella 5.5 was removed. Angiogram was attempted to be ran to evaluate anatomy and did not provide useful information. The impella 5.5 was removed with plans to attempt an impella cp. During wire exchange, the catheter could not be readvanced. Therefore, efforts were aborted.

Manufacturer narrative:
A.4 is unknown. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿